Event description:
User report (B)(6) reported through bfarm: the patient felt sudden pain in left hip and fell down on (B)(6) 2017. X-ray in hospital confirmed the breakage of the implanted stem at the cone 7 years post-op. It is not confirmed whether a revision surgery has taken place nor is it planned.

Manufacturer narrative:
The results of investigation were updated as customer provided additional x-rays for review after investigation: a complaint due to the fracture of a polarstem 75002082 was reported. The fractured stem, ball head and pe insert were returned for investigation. The stem is fractured at the base of the neck. The ball head is assembled to the remaining part of the neck. The fracture surface was investigated under scanning electron microscopy. Evidence of a fatigue fracture under low nominal stresses was observed. No noticeable material inhomogeneities were detected. The crack initiation region could not be analyzed due to secondary deformations. No complaints have been identified for other products of this batch of stems. A review of the production documentation of the stem did not identify any deviations from the standard manufacturing processes. Review of the provided surgical report indicates the patient felt a sudden pain two days before the revision, approximately 7 years after the initial implantation. It was mentioned that the onset of pain was not related to a fall. The implantation (initial hip replacement) and revision surgery reports did not provide information to determine the root cause of the fractured stem. The provided pre-revision x-ray confirms the stem fracture at the neck. Additional x-rays were received and reviewed and they did not show findings that could explain the fracture or have caused the initial crack. Based on the performed investigation, root cause of the reported event remains undetermined. There is nonetheless to the best of our knowledge no indication that the device failed to match specifications at the time of manufacturing. No further actions are deemed necessary.

Manufacturer narrative:
[(B)(4)].

Event description:
User report 05192/2017 reported through (B)(6): the patient felt sudden pain in left hip and fell down on (B)(6) 2017. X-ray in hospital confirmed the breakage of the implanted stem at the cone 7 years post-op. It is not confirmed whether a revision surgery has taken place nor is it planned. Update 6/11/2017: revision surgery took place on (B)(6) 2017.